Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger; product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the returned desktop charger confirmed that the connector pins were bent and broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient on 2019-may-06. It was reported that the patient was doing great and they stopped using the therapy because they didn't have any pain but now all of a sudden they were having pain again and their pain level was at a 7. The patient stated they didn't have falls or trauma but they were on their feet for 2-3 hours around easter for baking. The patient said they hadn't charged the ins or felt stimulation for 6 months. The patient was directed to follow-up with their healthcare professional. Additional information received from a manufacturer's representative on 2019-may-08. It was reported that the patient used their ins off and on and not all the time because they didn't have pain all the time. The patient had been feeling well the past couple weeks so they didn't use it. The ins was discharged. A prm was completed and a por message occurred. The patient was advised to charge the ins even when not in use. Impedances were normal. The issue was resolved. No further complications reported. Additional information was received from a manufacturer representative (rep) on 2019-may-23. It was reported that the ins was discharged and the issue was resolved. Additional information was received from a consumer regarding the patient on 2019-jul-09. It was reported that the pain decreased enough for the patient not to use the stimulator. The patient had the manufacturer representative reboot the device, and then the loss of stimulation was resolved by replacing the battery on (B)(6) 2019. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial #: unknown, product type: recharger. Product ID: 37751, serial #: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported recharger did not charge. Patient stated the recharger battery was at 50% last night when she plugged it in, the recharger battery was not flashing but she kept it plugged in all night. Patient stated currently it looked like it was trying to charge. Patient mentioned the recharger battery was flashing between 25% and 50%. Patient noted it had been plugged in for about an hour and it had not incremented. It was confirmed desktop charger light was on and no visible problem on the dtc connector pin. Patient services (pss) explained that the recharger was currently charging, it was suggested letting recharger charge for a couple hours and called back if recharger battery had not incremented. A replacement recharger would be sent, recharger was still not progressing in charge. Additional information from patient on (B)(6) 2019 indicated the repair just sent her a recharger and now again having same issues which started yesterday. Patient noted they were putting new ins battery in the (B)(6) because the battery in back was not holding a charge. Patient stated it had been a while when this all started. A replacement desktop charger would be sent, recharger was not charging, and recharger was just replaced. No further complications were reported or anticipated.